Manufacturer narrative:
H6: investigation summary: a complaint of damage to the tubing caused by the slide clamp. One sample was returned for investigation. Through visual inspection, damages could be seen on the tubing above the drip chamber. When looking under a microscope, a cut could be seen on the tubing the customer complaint was verified. A device history record review for model 10015414 lot number 20077158 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined.

Event description:
It was reported that the as lvp bld180m 15d dehp tubing ruptured when it was clamped and started leaking. The following information was provided by the initial reporter "during a stem cell transplant, the slide clamp on one side of the y tubing was opened to flush the other side, and when the rn clamped it, it nicked the tubing and it started leaking. The rn was able to clamp it with an extra clamp."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp bld180m 15d dehp tubing ruptured when it was clamped and started leaking. The following information was provided by the initial reporter "during a stem cell transplant, the slide clamp on one side of the y tubing was opened to flush the other side, and when the rn clamped it, it nicked the tubing and it started leaking. The rn was able to clamp it with an extra clamp."